Manufacturer narrative:
The reported event for high impedances was not confirmed. Visual inspection of the returned ipg did not reveal any anomalies that would contribute to the complaint. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer 3006705815-2019-03885. It was reported that high impedance issue was observed on all the lead contacts. The device and the lead were explanted, and a new device and lead was implanted as a result to resolve the issue. There were no complications during the procedure. Patient was stable.